Event description:
It was reported that the pump was programmed to infuse dextrose 10% in water 250ml at 5ml/hr. However, the fluid infused at 50ml/hr over 5 hours. Furthermore, it was noted that multiple nurses reviewed the pump settings and that the medication was programmed to infuse at 5ml/hr. The event occurred in neonatal intensive care unit. Due to the event, the patient required increased monitoring of blood glucose levels to every one hour.

Manufacturer narrative:
Correction: b1, b2, h1, (file revised from serious injury to malfunction).

Event description:
It was reported that the pump was programmed to infuse dextrose 10% in water 250ml at 5ml/hr. However, the fluid infused at 50ml/hr over 5 hours. Furthermore, it was noted that multiple nurses reviewed the pump settings and that the medication was programmed to infuse at 5ml/hr. The event occurred in neonatal intensive care unit. Due to the event, the patient required increased monitoring of blood glucose levels to every one hour.

Manufacturer narrative:
The cause of the customer¿s experience with pump module programmed to infuse dextrose 10% in water 250ml at 5ml/h, however infusing at 50ml/h over 5 hours was not confirmed. No errors or malfunctions recorded on the date of the reported incident. On the incident date of (B)(6) 2020 at 9:01 am the source pump module was programmed as a guardrails IV fluids infusion of ..ivf using drugid (1). The infusion program was started at a rate of 5ml/h and a vtbi of 10ml. The pvi was recorded as 0ml at the start of the infusion. The pump module completed the programmed vtbi at 11:02 am and again at 12:02 pm after 5ml and 25ml was added respectively. The infusion program infused at a rate of 5ml/h for approximately 5 hours and then at 2:12 pm the user changed the rate to 2ml/h and four minutes later the pump module was channeled off. The pvi was recorded for the incident infusion as 25.8ml. At 3:14 pm the pump module was selected and a basic infusion of 50ml/hr with a vtbi 50ml was programmed and infusion started. The device infused at this rate for approximately 4 minutes and then was powered off. Review of the logs could not confirm an infusion at 50ml/hr infusing approximately 5 hours on the date of the reported event. Functional testing found the as received device delivering fluid outside specification on the low side, however this issue is considered an incidental finding. After calibration the device was delivering fluid within specification. Internal inspection found no anomalies with the pump module. The root cause of the report that the device infused at an incorrect rate was not determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient is a neonate.

Event description:
It was reported that the pump was programmed to infuse dextrose 10% in water 250ml at 5ml/hr. However, the fluid infused at 50ml/hr over 5 hours. Furthermore, it was noted that multiple nurses reviewed the pump settings and that the medication was programmed to infuse at 5ml/hr. The event occurred in neonatal intensive care unit. Due to the event, the patient required increased monitoring of blood glucose levels to every one hour.